Event description:
Pump used for 1 pt most of day with hydration before and after chemo. Pump was programmed for rate of 600 cc/hr. Infusion was completed but pump continued to run even with trying the stop/start button, off/on button and unplugging machine. Door was opened and tubing removed - no alarms activated and machine continued the pumping mode. Several people attempted to stop machine without success and it was still running, unplugged when we left work that evening. No longer was running upon return in am.